Manufacturer narrative:
A review of the returned product by manufacturing confirms that the pressure port detached from the device and indicates that this better bladder is part of the known expanded recall by the manufacturer circular technologies, inc (CT). Returned to CT and CT confirmed it was their better-bladder, bb14. Corrective action implemented by CT includes their field action as well as a pull test during manufacturing to check for the issue. Getinge received a revised/amended expanded recall letter dated 10/13/2017 from CT that has been confirmed by FDA on 10/16/2017. Getinge has issued letters to customers of affected tubing packs containing the affected better bladders to review their inventory, isolate any related products, conduct a pull test on them, and return any affected product to CT. (B)(4).

Event description:
It was reported by the facility that a pressure port came off the better bladder in the beq-top 5210 ecc pack. There was no reported injury or harm to the patient. The date of the event is unknown.

Manufacturer narrative:
PMA/510(k)# changed from : k08059223 to: k080592. Complaint # (B)(4).

Event description:
It was reported by the facility that a pressure port came off the better bladder in the beq-top 5210 ecc pack. There was no reported injury or harm to the patient. The date of the event is unknown.